Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') in a (B)(6) year old female patient who had essure (batch no. 627291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included (B)(6) infection and hypercholesteremia. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/chronic pain") and vaginal infection ("infection (bladder/urinary tract/vaginal)type: vaginal"), 2 years after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, vaginal infection, vaginal discharge, endometriosis and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if no removal planned, select reason(s): other discrepancy noted in date of insertion (B)(6) 2008 and 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Imaging procedure on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-mar-2020: plaintiff fact sheet and medical records received. Device category changed from device other event to incident. Lot number added. Events added from pfs- abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal)type: vaginal, vaginal discharge, endometriosis, lower back pain. Event menorrhagia make serious incident. Onset date of event dysmenorrhoea, menorrhagia, pelvic pain were updated. Medical history, concomitant drug, lab data, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') in a 22-year-old female patient who had essure (batch no. 627291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection and hypercholesteremia. On (b)(6 2008, the patient had essure inserted. In june 2009, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/chronic pain"), vaginal infection ("infection (bladder/urinary tract/vaginal)type: vaginal") and dyspareunia ("dyspareunia(painful sexual intercourse)"), 2 years after insertion of essure. In january 2010, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, vaginal infection, vaginal discharge, endometriosis, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if no removal planned, select reason(s): other discrepancy noted in date of insertion (B)(6) 2008 and 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Lot number:627291 manufacturing date:2008/05 expiration date:2010/05 . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event dyspareunia was added. Onset date of the events added. Patient details added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') in a 22-year-old female patient who had essure (batch no. 627291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection and hypercholesteremia. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/chronic pain") and vaginal infection ("infection (bladder/urinary tract/vaginal)type: vaginal"), 2 years after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, vaginal infection, vaginal discharge, endometriosis and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if no removal planned, select reason(s): other discrepancy noted in date of insertion (B)(6) 2008 and 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Lot number:627291 manufacturing date: 2008/05 expiration date:2010/05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.